Event description:
The user facility reported an impella cp in a patient for mechanical circulatory support. It was reported that the medical team was having difficulty delivering the pump due to the patient's anatomy and the procedure was ultimately aborted. There was no patient harm reported.

Manufacturer narrative:
The investigation into the reported position issue has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine a root cause. The most likely cause of the delivery issue was patient condition related because the impella was unable to pass through vasculature. This report is being filed as part of a retrospective review of historical records.